Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp secondary medication set was involved in a no flow incident. The secondary set was spiked into a bottle of cetuximab and connected to an empty viaflex bag on the other end using a 16 gauge needle. The reporter stated that five bottles of cetuximab would be needed for the procedure; however, after approximately 50 ml of fluid was transferred, the air vent plugged, and the solution stopped flowing. The set was then replaced. There was no patient involvement. No additional information is available.